Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information was requested and the following was obtained: they got rid of the device, so there is nothing to return. The patient is ok for now. They did attempt to locate the pieces and could not find it, even after an x-ray. The procedure was already an open case, so there was no need to convert to open. From what I understand, the patient is ok. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during an unknown procedure the blade cracked. They did end up needing to do an x-ray on the patient.